Manufacturer narrative:
The onyx will not return for evaluation as it remains in the patient. Therefore product analysis cannot be performed, and clinical observation cannot be confirmed. Should additional information become available a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the onyx was not visualized as expected. While in the micro catheter, abnormal radiopacity was observed. There were no patient symptoms associated with this event. Angiographic result post procedure was okay, but there were difficulties and loss of access. The patient was receiving treatment for a dural fistula (daf) in the occipital. The reported device and any accessory devices were prepared as indicated in the IFU. The speed setting on the shaker was per IFU and the onyx was shaken per IFU. The onyx vial did not sit more than 5 minutes prior to injection.